Manufacturer narrative:
Batch review performed on 27 march 2019: lot 180542: (B)(4) items manufactured and released on 13-jun-2018. Expiration date: 2023-05-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional components involved: liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721), lot 178430: (B)(4) items manufactured and released on 10-apr-2018. Expiration date: 2023-03-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Stem: quadra-h 01.12.032 cementless(k082792), ha coated lat stem size 2, lot 152982: (B)(4) items manufactured and released on 26-oct-2015. Expiration date: 2020-10-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cup: mpact 01.32.156sh acetabular shell ø56 no-hole (k132879), lot 165753: (B)(4) items manufactured and released on 28-nov-2016. Expiration date: 2021-11-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: infection in cementless tha, 6 months after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
On (B)(6) 2019 we were informed about a revision planned due to infection 6 months after primary surgery. On (B)(6) 2019 we were informed that the revision was planned for (B)(6) 2019. The revision was performed on the planned date: all components have been removed and the surgery was completed successfully. The pathogen is unknown.